Event description:
It was reported that during a breast biopsy, their probes cutter advanced very quickly and they noticed that the cables started jumping, then they rec'd an error code. They used another control module to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the blue/green cable and the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer. Blue/green cable and lemo connector blue seal replaced.